Manufacturer narrative:
A review of the pump black box did not reveal any evidence of a ¿no cartridge¿ alarm. The load step malfunction was duplicated during investigation. During load step, the piston pushed up until the cartridge was empty. The force calibration was out of specification. The force sensor was removed and tested and the resistance value was found to be out of specification. There was contamination observed on the force sensor plate. Unrelated to the original complaint, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.